Event description:
Caller reported a malfunction on the pump. There was an unknown impact on the customer's blood glucose level as the caller declined to provide specific information. The customer was advised by technical support to return the malfunctioning pump and was sent a replacement pump with updated software. No backup therapy was available, so the caller was instructed to consult their healthcare provider. Training on the new pump was made available through the caller's tandem source account, and the caller confirmed their understanding of the instructions provided.